Event description:
On 5/16/99 account reported an axsym phenobarbital result of 0.6 ug/ml. The account repeated the sample and obtained 79 ug/ml. The account contacted the e.r. To amend the report. There was no impact to patient treatment. No injury was reported.